Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15feb2019. Serial number unknown. A replacement order was sent to the customer. No parts were returned to philips for failure investigation, therefore, a root cause could not be established.

Event description:
The customer reported during the initial use of the product that the pressure was not held correctly. There was no patient or user harm reported. The event date was not specified; estimate used.